Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have fallen down hill causing insulin pump to fall apart. Customer reported that numbers did not show on display screen during a bolus. Customer also reported that nothing could be seen on display screen during an alarm. Customer was taken to the emergency room after the fall. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was returned with no unexpected blank display anomalies, screen type anomalies or alarms noted during our testing. The insulin pump was programmed multiple boluses and monitored; all bolus deliveries were shown properly in the bolus history screen. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were within specification. No loose battery anomalies or broken battery tube threads. However; the insulin pump had cracked battery tube threads noted, minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked reservoir tube window and broken belt clip slot.